Event description:
A surgeon reported that following bilateral implant surgeries, the pt reported that within a few days after the surgery for the second eye (left eye), she noticed her vision for both eyes is "deteriorating" and the two eyes interfere with each other. The pt also reported experiencing dizziness. In a f/u, the surgeon reported that the device did not cause/contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).